Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant had a cp placed for support of a patient admitted in with multiple cardiac comorbidities. The pump was placed via the femoral artery and support initiated but, there was an access site bleed at the single access site. The site was treated by femostop placement and two units of red blood cells. The limb also showed signs of ischemia. The foot lost pulses and imaging was done which showed the superficial femoral artery partially occluded. Beyond an explant nothing was done to the limb. The patient survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to anticoagulation management since the stopping the heparin resolved the oozing. Without additional details, the root cause of the limb ischemia could not be determined.